Event description:
Per email: error alarm 46876. Battery cover opened and closed. Pump turned back on but now alarming "remove and reattach cassette." Unable to remove cassette as it is locked in place. Batteries removed to turn pump off and tubing clamped near port site. Patient instructed to call clinic when they open for further instruction. Patient not affected. No additional information available.